Event description:
It was reported that the epg (external pulse generator) had an intermittent power failure. When it was turned on, it shut off immediately. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken, the lower case was broken and one side bail cover was broken. (B)(4).